Event description:
Customer reported the system is displaying a collimator error code. Rotation brake is sticking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. System operates as intended.